Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4 b1 b3 b5 d1 d3 d4 d6a h4 h6.

Event description:
Healthcare professional reported left-side "deflation". The device has been discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left-side "reason for removal: rupture/deflation". Device was explanted.